Event description:
Customer reported a collimator iris error message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and calibrated the collimator iris. System operates as intended. This MDR is related to ge healthcare complaint.